Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2018, service found that the unit has a partial display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿partial display.¿ the problem was confirmed. The root cause being liquid ingress which then caused the printed circuit board (pcba) to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.